Manufacturer narrative:
The endoscope plus was returned for failure analysis evaluation. The endoscope was connected and when switched to 30 up it did the reverse. This was due to a shaft bearing friction issue. The reported complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, analysis is not yet completed. Follow-up MDR will be submitted with analysis findings.

Event description:
It was reported that during central processing, when connected and trying to select 30 up it does the reverse, 30 down. There was no report of patient involvement or reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.